Event description:
Additional information was received. No further information regarding the replacement procedure could be obtained.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this device revealed end of life battery status earlier than expected. The patient with this device had missed their previous appointment in (B)(6). A replacement procedure will be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Upon removal and return to the post market quality laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
It is unknown whether the device will be returned for analysis. Should the device be returned, analysis will be performed and this event will be updated.